Event description:
Information rec'd indicates the technician found that the ground resistance reading was high while doing an electrical safety test. He found the ac plug had a loose ground pin.

Manufacturer narrative:
The technician replaced the ac plug to repair the bed.